Event description:
Medtronic rec'd info that during the procedure, while using the level sensor & bd38, a low level alarm occurred. The 560 reverted to coast mode and the rpm knob was turned to 0, but could not increase the flow. At this time, the pt's blood pressure decreased and manual massage was performed for approx four mins. The console was turned off and back on but still couldn't get it to function (no flow). The hand crank was used to establish flow. A model 540 bioconsole was then set up and used to finish the case. The pt fully recovered from the procedure. The memory log was obtained from the model 560 in an effort to determine the cause for the incident. The bioconsole is being held by the facilities risk management department and is currently unavailable for analysis.

Manufacturer narrative:
Analysis: upon receipt, the memory log was thoroughly analyzed and found that the coast mode was never initiated by the user, rather the motor was stopped due to a "stop response" to an upper level sensor alert condition. When this occurs, the user must turn the rpm knob to 0 and then back up to the desired rpm range to establish flow. In this particular case, the memory log confirms the rpm knob was turned to 0 but instead the device was powered to off. The instructions for use states, "c. Stop--if a low fluid level is detected, the pump will stop and, in addition, generate an alarm. To restart the pump, the user must turn the rpm knob counter-clockwise, past the detent, to 0 rpm for a minimum of one second", chapter 6, page 7. This is also discussed further in chapter 6, page 15-16. Conclusion: a device failure occurred and user error contributed to this event. The pt required manual massage of the heart until the flow could be re-established by the hand crank. The pt has since fully recovered from the procedure without any adverse issues reported. The results of our investigation have communicated to the user verbally and in written format. A medtronic clinical specialist delivered on-site training on two separate occasions for this account.